Event description:
It was reported that cadd-solis vip alarms "air in line". No patient injury reported.

Manufacturer narrative:
Additional information received via email and attached to the complaint: date received on 03/07/2022: there was no patient involvement with any of the pumps, the issues happened during testing.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. No physical damaged was found with the device. Error was found in the device ehl (event history log). The customer stated problem was duplicated during testing. During the investigation, the air detector failed functional test and alarmed air-in-line. After further investigation, it was discovered that the air detector wire was cut causing it to be inoperable. Damaged most likely occurred during previous repair. Wires were pinched using fixtures when replacing the expulsor. Per the investigation, the cause of the reported problem was due to the cut wires. It was recommended as a corrective action that the air detector be replaced. The root cause of the reported problem was traced to previous service. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.